Event description:
It was reported that the device¿s touchscreen was not sensitive or responsive. The device was in use at the time of the event. There was no patient or user harmed. The service engineer (se) confirmed that the touchscreen was not sensitive. The se replaced the touchscreen to resolve the issue.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Correction to b.5: there was no patient involvement when the event occurred. No patient or user harm reported.